Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve was implanted on (B)(6) 2022 and on (B)(6) 2022 was explanted due to csf leakage and bleeding. There was 2 hour surgical delay.

Event description:
N/a

Manufacturer narrative:
Additional information received: - patient is still in intensive care - patient was injured - the event led to increase surgery time for 2 hours.

Event description:
N/a

Manufacturer narrative:
The certas valve was returned for evaluation: UDI - (B)(4). Failure analysis - the valve was visually inspected; no defect was noted. The valve passed the tests for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris and protein build up interfering with the valve, at the time of investigation no function issues were noted.

Manufacturer narrative:
DHR - lot 6480936, conformed to the specifications when released to stock.